Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 498 mg/dl. Customer stated insulin was not exiting from the infusion set during their high blood glucose event. The customer also reported feeling nauseous and bolused for their high. Customer also reported a no delivery alarm on the insulin pump. The customer stated the alarm was resolved by an infusion set change. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.